Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: customer contacted manufacturer on 10-jan-2024 - customer stated that after the initial call, she had called the ambulance. Customer stated that when the emt tested her blood glucose, their meter read hi (undisclosed if fasting/non-fasting). Customer stated that she is on humulin n and took her 30 units this morning as directed. Customer stated that she told the emt that her husband went to the pharmacy to get her humulin r. Customer stated that she was advised by the emt to take 7 units of the humulin r when her husband returns. The customer did state that paramedics wanted to take her to the hospital, but she declined. Note 2: manufacturer contacted customer in a follow-up call on 11-jan-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had gone to a follow-up doctor's appointment that day and doctor had given her a new meter. Customer stated that the doctor advised that the reason her blood sugar is going up is because of prednisone she is taking. Customer states that her doctor advised to stop taking the prednisone. Customer stated that her blood glucose that day was in the 500s mg/dl fasting. Note 3: manufacturer contacted customer in a follow-up call on 16-jan-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated that she had been hospitalized from (B)(6) -(B)(6) 2024. Customer's blood glucose test result at the hospital had been 500 mg/dl. The diagnosis had been high blood glucose and customer had been treated with insulin. Upon discharge customer had been advised to increase her insulin dosage.

Event description:
Consumer reported complaint for error message (e-5). Customer stated her sugar normally runs very high, in the 500s. The customer reported feeling sleepy; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/24/2025 and open vial date is (B)(6) 2024. The customer did not have another vial of test strips that had been stored and handled correctly.